Manufacturer narrative:
The sample bag was returned for investigation. The donor tubing was not returned. The sample bag contained blood and a volume of air. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the air in sample bag as experienced by the customer. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported air was seen returning from the sample pouch into the donor lineduring a collection procedure. Patient (donor) outcome is not available at this time.due to EU personal data protection laws, the patient (donor) information is not available fromthe customer.this product is not available within the us, but this report is being filed due to an alleged failurethat could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf analysis did not show a conclusive root cause for the reported air returning from the sample bag into the donor line. Analysis showed that the tubing set test occurred as expected with no signal anomalies noted. It is possible, though not conclusive, the white clamp on the sample bag line was not fully occluding the sample bag line when closed. If this occurred, it is possible for air to enter the sample bag during the tubing set test. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
The investigator performed a simulated use test with an unused trima collection set. The investigator proceeded as instructed by the trima with no sample bag clamp skewed. After the tubing set test, the bag was noted to be flat, as expected. Following connection to a saline bag, the sample bag did have negligible air in it. During the saline test, an air 'bubble' was observed in the sample bag in a similar size in the returned sample bag with blood. It was noted that the 'bubble' was traveling towards the donor needle when the bag is hanging. Root cause: run data file analysis did not show a conclusive root cause for the reported air returning from the sample bag into the donor line. Analysis showed that the tubing set test occurred as expected with no signal anomalies noted. It is possible, though not conclusive, that the white clamp on the sample bag line was not fully occluding the sample bag line when closed. If this occurred, it is possible for air to enter the sample bag during the tubing set test. Based on customer statements of the event, rdf analysis, and part evaluation compared to the simulated use test, the air reported to be observed in the sample bag is due to the residual air in the sample bag and tubing lines prior to donor connection. The perception that the air is moving towards the donor at time of connection is a displacement of this residual air seen in the sample bag. This air is not pressurized upon donor connection. In this case the procedure was discontinued before the 'start draw' button was pushed. The system and disposable are operating as designed.

Event description:
Patient's gender and weight was obtained from the run data file (rdf).